Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, as the physician was pulling the suture of the mesh leg assembly through the patient's right arcus tendonous with the capio device, the needle detached from the mesh leg. The whereabouts of the needle is unknown and it is unknown if it detached inside the patient. The physician opined that the lost needle "was of no concern" and therefore did not attempt to locate it. The physician was able to grab and pull the affected mesh leg through the arcus tendonous and completed the procedure with this pinnacle anterior/apical pfr kit, without further complications to the patient, who is reportedly "fine" post-procedure. The patient came back to the physician's office on (B)(6) 2010, complaining of pain in the left buttock and groin area. The physician did an examination and opined that it did not have anything to do with the needle but believes he may have hit or nicked a nerve along the sacrospinous ligament. Upon inspecting the vagina, the physician noted that the left apex of the vagina seemed like it was pulled further back or distorted, but the right side was in its correct position. The physician has not yet performed additional medical interventions or prescribed any medications to the patient.

Manufacturer narrative:
The reported lot number for this device does not match any records in our system; therefore the manufacture and the expiration dates are not available. (B)(4): there is no information if the needle detached and remains in the patient. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Manufacturer narrative:
The "describe event or problem" field has been updated with additional information. Corrections: in two instances, "arcus tendineous" was incorrectly spelled "arcus tendoneus" in the initial report's "describe event or problem" field.

Event description:
It was reported to boston scientific corporation that the physician "opened the patient back up and removed the right sacrospinous mesh leg" on (B)(6) 2010. The patient is no longer complaining of pain and is now "doing well." The physician did not prescribe any medications and does not plan on performing any additional intervention.